Manufacturer narrative:
The device has not been received by depuy synthes power tools. If additional info becomes available, a supplemental report will be sent.

Event description:
Report received from (B)(6) stating that the device came in for damaged packaging; double sealing was reported. The device was not used in surgery. It is unk if injury, surgical delay, or medical intervention occurred. The date of the event is unk. There is no additional info provided.